Event description:
Per the audiologist, results of electrode impedance testing of the pt's device were unusual. The results of an integrity test done in 2007 showed multiple electrode abnormalities. The abnormal electrodes were deactivated in the pt's sound processor program. The results of a second integrity test done one month later showed progressive electrode abnormalities. At that time the pt's parents reported that his performance had decreased. The device was explanted about a week later and a new device was reimplanted during the same surgery.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.